Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. It was determined that images were not visible on the provation monitor. The root cause for images not being visible on the provation monitor could not be identified, however, it is presumed that images were not visible due to the provation monitor being abnormal. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The problem was resolved through troubleshooting with the assistance of olympus technical support via the phone. In troubleshooting the problem, the reporter replaced the olympus, model cv-190 unit with another cv-190 and obtained an image. The investigation is ongoing and the root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility reported to olympus that an image was not produced by the olympus, model cv-190, evis exera iii video system center on a non-olympus monitor. There was no patient injury, associated with the problem, reported to olympus.